Event description:
It was reported that the patient experienced syncope. The patient explained that he had an accident and fell off a motorbike a few days prior to event. Rv lead thresholds had increased and no capture was observed. X -ray was inconclusive. The lead was repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.